Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status detected on (B)(6) 2023. The device was implanted for 50 months and 13 charging cycles were recorded in the devices memory. The archive data and the programmed parameters were evaluated. High right ventricular pacing outputs of 7.5 v and 1.5 ms were documented. This represents a high current program, which results in a faster battery discharge. In a next step, the amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted due to eos status approx. 50 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.